Event description:
The customer reported less than 1ml of bloody fluid was leaking from the coulter® lh 750 hematology analyzer that leaked onto the counter. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) observed approximately 10 ml of fluid was contained within the analyzer and found tubing in the middle section of pinch valve pv111 and pv13 had a small leak which he replaced to resolve the leak. (B)(4).